Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer requested disaster recovery of patient database. The technical support specialist (tss) had performed a reverse sync on the station, pulled transactions, and added them to electronic protected health information. And the tss had then completed the full sync, and the station had come back online with no issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user getting unexpected service operation error. The customer stated that this malfunction occurred while dispensing medication workflow. There were no adverse events or injuries reported based on this event.